Event description:
Nt821731c - the white piece on the stop-cock broke when checking icps. System was still closed but was changed out in order to check icps.

Manufacturer narrative:
Follow up report ref to natus complaint (B)(4). Sterile date of affected product - 06 july 2024. Device history review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 22 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the stopcock is broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the white piece on the stop-cock broke when checking icps. System was still closed, but was changed out in order to check icps.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Per (B)(4). Rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.12. Cause - stopcocks: broken, cracked/fractured luer fitting. Effect (harm) - delay in patient treatment, csf leakage and over drainage of csf residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Customer confirmed the drain was available for return. Further investigation to be carried out.